Event description:
Event description manufacturer narrative(provided by teladoc) the patient stated that they were unable to return their device as they disposed of it. A replacement device was sent. Event description the patient reported that their blood pressure monitor exploded and caught on fire. The patient confirmed no injury.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the details of the end user and couldn't get back the devices for further analysis. 2. We checked the all related DHR including: incoming material inspection records, manufactured process records, fqc inspection records, ect, and no battery issue was found. 3. The product has passed safety test of iec 60601-1, its performance meets the requirements. 4. The instruction manual had mentioned that the battery should not be left in the device for a long time. The user may have failed to read the instruction manual carefully, resulting in the battery being left in the device for an extended period. 5. Additionally, if the user uses non-standard batteries or installs the batteries in reverse, it can lead to a short circuit of the device. Corrective action: preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.